Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins gave them a shock and they were in a lot of pain. They noted that everything usually had been good but probably 2 weeks ago they had a problem where they would roll over and would experience shocking down their legs and pain in their stomach where the ins was located (right below their ribcage). The patient stated that it was "messing with the controls and stuff". They turned their stimulation down and ultimately turned the implant off. Two weeks ago they fell and hit the ins directly (but they noted that the ins was malfunctioning even before the fall). Since the fall everything went haywire and it hurt at the ins site. The patient explained that they were in quite a bit of pain, even when they breathed. About 4 days ago they noticed that the implant had moved or gone onto its side- the implant was no longer straight but at an angle and was lopsided. The patient said that they knew this because it kept showing on the "computer screen". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient couldn't get their pain stimulator device to charge. They clarified that for the past three months they could not connect to charge their ins. They stated that the last time they recharged their ins was about 3 to four months ago and they thought this issue was related to their previous event where they reported that they fell in late 2018 and hit their ins against a banister. It was reported that following the fall the ins was working off and on. It was reported that the patient went to the hospital and met with a rep and the patient stated that the rep was able to get the ins working. The patient reported that since the fall in late 2018, their right toes and part of the top of their foot was also numb. The patient has an appointment with their healthcare provider (hcp) scheduled for (B)(6) 2020. The patient requested that a rep would be present at this appointment. A message was sent out to the field. It was indicated that the rep had left a voicemail with the patient. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a jolt/shock in the pocket site resulting in pocket pain and a loss of effective stimulation. It was noted that the patient had been moving to a different town and that the physical activity might have caused pocket site irritation. There was swelling and tenderness around the ins site with stimulation on or off. The patient was still feeling stimulation in all areas of pain but it was not helping to relieve the pain so they turned the ins off. The patient was going establish themselves with a new hcp and the rep stated that they could meet with the patient to evaluate the ins. Surgical intervention was planned but not scheduled. No further complications were reported.